Event description:
No infusion - calcium gluconate hung as an IV piggy back at 2240. Pump programmed appropriately, secondary clamp open. Calcium gluconate ivpb found to still be full at 0600. Patient received calcium dose, but 8 hours later than scheduled. Pump not sequestered, no pump to send back for evaluation.